Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during priming of peritoneal dialysis therapy. The patient noticed that there was fluid on the floor below the solution bag, but could not determined where the leak was coming from. Renal therapy services (rts) assisted on cassette removal. Rts advised to start over with new supplies and reminded the patient not to use sharp objects in opening the solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.